Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. Ablation was performed in the ls and then the wire wouldn't move, advance or pull back so we closed the basket and carefully pulled back the whole thing. Attempted to advance the wire and then went from flower to basket and then fully undeployed to see if we could get it to move. The device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. Ablation was performed in the ls and then the wire wouldn't move, advance or pull back so we closed the basket and carefully pulled back the whole thing. Attempted to advance the wire and then went from flower to basket and then fully undeployed to see if we could get it to move. The device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.